Manufacturer narrative:
Concomitant medical products: tibial tray 1 delta f/1t.

Event description:
The previous surgery has happened 6-7 years, being revised with cck tibia & ps insert.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of prosthesis wear due to third body wear and rotational mismatch between the femoral component and the tibial tray. (D11): concomitant devices: 1.tibial tray 1 delta f/1t. Section h11: corrections made in the following section(s): (section f) f6 and f8 were entered in error. Please disregard.